Event description:
Transcatheter aortic valve replacement (tavr) procedure completed. The patient became unstable during central line placement. The transesophageal echocardiogram (tee) revealed the valve had migrated into the ventricle. The patient required an open procedure to retrieve the valve and new replacement valve placed.